Event description:
It was reported that the filter separated from the set. The rn opened the package and discovered that the filter was separated from the upper extension tubing. There was no patient involvement. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer¿s report of the filter separated from the set was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the inlet port tubing was completely broken off and detached from the set¿s micron filter. No damage was observed on the set¿s original packaging. No other abnormalities were observed on the set during visual inspection. The filter inlet port pivot was observed to be broken off and still inside the tubing sleeve. Stress marks were observed on the area where the inlet port pivot was attached to the filter body. No functional testing was feasible due to the damage to the set¿s filter. The root cause of the broken micron filter inlet port pivot was identified as a supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the filter separated from the set. The nurse opened package and discovered filter was separated from upper extension tubing. There was no patient involvement.